Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) coil impedance was greater than 200 ohms. The rv lead remains in use. It was also reported that the physician was unable to access the remote monitoring website due to password expiration. A report was sent to the physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This lead was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Products: 5076-45 lead implanted 2010 (B)(6). (B)(4).